Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. This event is related to MDR 1810909-2020-00010.

Event description:
An advocate from (B)(6) reported that while the customer was in the hospital for an unknown reason, her blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips for evaluation. An in-house testing was performed using the returned meter with in-house contour next control solution and in-house contour next test strips, which gave satisfactory performance. The testing was also performed using the returned meter with returned test strips and in-house breeze2 control solution to simulate as blood. All results were satisfactory and properly stored in meter's memory.